Event description:
Caller reported occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer was using lyumjev insulin. Customer technical support provided off-label insulin messaging regarding lyumjev. The issue was resolved as the occlusion was caused by cartridge blockage, and the customer changed supplies as needed to resume insulin therapy.